Event description:
Additional information received that the electrode fell out of the patient¿s sternum. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, channel 2 exhibited excessive noise. Prior to contacting technical support, the site replaced the patient interface and switched between wired and wireless connections on both pi boxes, but the issue persisted. Channel 2 electrodes (red) were moved to channel 1, which then began to produce similar noise. Inspection of the red electrodes revealed no visible issues such as crossing wires, contact with drapes, or twisting. Reseating the electrodes on the patient side was not an option, as stated by the surgeon. The ground cable was reseated, which led to a partial reduction in noise; however, channel 1 continued to show intermittent activity in the 100¿150 ¿v range. As this occurred near the end of the procedure and the system was not critical at that point, the call was concluded and no further troubleshooting was performed.

Manufacturer narrative:
H6: the code img g02030 is applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID : nim4cpb1 , product description : patient interface nim4cpb1 nim 4.0 , serial / lot number : unknown. Product ID : nim4cpb1 , product description : patient interface nim4cpb1 nim 4.0 , serial / lot number : unknown. H6: the code img g02005 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the issue was resolved after re-inserting the lead.